Event description:
Customer reported that the alarm does not send a signal to the nurse's station when the nurse call option is used. The issue was discovered during set up, but the date of the event is unk. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility reported issue. (B)(4).